Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.